Event description:
Reporter indicated that vns patient has recently experienced an increase in seizure activity above pre-vns baseline frequency. It was reported that the patient could no longer feel normal mode or magnet mode device stimulation. The patient suffered a fall approximately three months prior, after which she was on crutches. Use of the crutches reportedly caused the patient to experience a tingling in her armpit. The patient's device was programmed to off for approximately three weeks due to the tingling sensation, but was programmed back to on approximately two weeks before the increase in seizure activity began. When the device was first programmed back to on, the patient felt 'mild stimulation' while in the neurologist's office, but no longer feels device stimulation. Device diagnostic testing performed at that office visit was within normal limits, indicating proper device function. It was reported that medications were prescribed to treat the increase in seizure activity. The patient has since changed neurologists. Report is incomplete because no response has been received to manufacturer's requests for additional information from last known neurologist.

Event description:
The explanted pulse generator was returned to manufucaturer for analysis. The elective replacement indictor was no, indicating was no, indicating that the pulse generator battyer had not reached end of life. Based on known device settings, the generator battery would not have reached end of life for 0.88 more years. Use of magnet did stop normal mode stimulation and did initiate magnet mode stimulation and did initiate magnet mode stimulation cycles as intendes. No performance anomalies or any other conditions that may have contributed to the reported events were noted during visual or electrical testing. No instances of erratic stimulation were noted.

Event description:
Further follow-up revealed that the patient also previously reported that the magnet was not always effective in stopping her seizure. The physician reported that device diagnostics resulted in normal and he had changed the generator settings; however, this old eliminate the patient's arm tingling symptoms. The physician also reported that the patient's seizures were above her pre-vns baseline frequency. The physician told the manufacturer that he did not want to provide any further information and would not respond to the written requests due to hipaa. It was further reported that since the patient's fall she had experienced an increase in seizures and intermittent "jolts" in her chest when the devices stimulates. The patient also feels stimulation in her neck. Revision surgery were performed. Only the pulse generator was replaced. The surgeon noted that he observed fluid the lead tubing but the lead testing was ok. It was also reported that since the pulse generator replacement, the patient has had no seizures and is very happy with replacement. The cause of the seizure increase, erratic stimulation, jolts at generator site and left arm tingling are unknown. The cause may have been from an improper lead/generator connection. The manfacturer expects the pulse generator to be returned or analysis.